Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any further issues arise.